Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the implantable cardioverter defibrillator (ICD) shocks and the heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The patient was admitted to the hospital for suspected sustained ventricular tachycardia. It was reported that the patient had received two implantable cardioverter defibrillator (ICD) shocks, but it was determined that the implantable cardioverter defibrillator (ICD) inappropriately fired for atrial flutter with 1:1 rhythm. The patient denied any symptoms from the shocks. The patient was started on IV anti-arrhythmic medication and then changed to oral medication at discharge. The event reportedly resolved on (B)(6) 2021 without sequelae. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received two ICD shocks. The patient was admitted to the hospital for suspected sustained ventricular tachycardia. It was determined that the ICD inappropriately fired for atrial flutter with 1:1 rhythm.